Manufacturer narrative:
The returned product evaluation confirmed a damaged component which caused additional damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer reported that he was taking a walk when his pod initiated an alarm. Within the first day-and-a-half of placing the device, multiple high bgs (282-429 mg/dl) were experienced. The pod was deactivated and will be returned for evaluation.